Event description:
It was reported that during service performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) safety disk needed to be exchanged. It was no longer tight. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that while performing field actions 271 and 312, they noticed the safety disk was loose. The fse suspected the o-rings. The fse replaced the safety disk (0202-00-0140). The unit passed all functional and safety tests. If the component is returned, the complaint will be reopened and processed accordingly. Reference complaint# (B)(4).